Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the tip-up fenestrated graper sheet and head are not connected. There was no report of patient harm.